Event description:
Rec'd customer's medwatch stating that the 840 ventilator screen went blank while in use on a pt. The pt was not harmed or injured as a result of the event. Customer reported that a third party biomed inspected the device and cold not duplicate the alleged malfunction. The ventilator passed all testing. Covidien was not authorized to evaluate the device. Ref customer medwatch #: (B)(4).